Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "incision had not healed and pus was draining from the hole in my incision." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "incision had not healed and pus was draining from the hole in my incision." Patient then reported "concern, that the capsule was not removed" and "worried that there is more in there that may be causing issues." Patient additionally reported "got really sick and went to rheumatologist and I was diagnosed with antinuclear bodies;" this event is not related to the device. Device remains implanted.